Event description:
It was originally reported that during a haglund deformity procedure, the first proximal anchor with white tape went in fine, the second with blue tape went in well but broke off towards the top. This was the first defect. The surgeon then proceeded to drill the 3rd hole (first distal hole) and inserted a 4.75 swivel lock anchor because the dedicated implant was dropped on the floor. The second defect occurred when the surgeon went to place the last anchor. The surgeon drilled, tapped, measured, sunk the peek eyelet and shaft and started to turn. The screw started to advance and squeek. Then surgeon continued and thought it was buried when in fact what had happened is that most of the screw drove back into the green shaft handle and the preliminary portion of the screw seemingly stripped. The surgeon was frustrated but convinced at least some of the anchor was in the bone. The surgeon was advised that this was unlikely the case but the eyelet was in bone. The surgeon left the repair as is stating that bone would fill-in over it and would increase post-op protocol to allow for longer healing. Surgeon used a 3.4 mm drill. Follow-up investigation: it was reported that on (B)(6) 2015 during a haglund deformity repair (achilles speed bridge procedure), the second implant broke on insertion. About half of the implant was inserted and only the distal part on the implant remained. The eyelet and fiber tape fixation was tested by the surgeon who felt the fixation was good. During insertion of the 4th and last anchor the surgeon had tapped and inserted the anchor. The implant squeaked as it was inserted as the sutures were released and as the inserter was being removed, the implant came out on the hex tip of the inserter. The eyelet held, the surgeon could not verify how much if any of the implant may have been inserted, she did pull on the implanted eyelet and it held .the remaining portion of the implant remains on the driver but is compressed together. Three out of four of the implants needed for the speed bridge were inserted. The surgeon was satisfied with the repair and left the repair as is stating that bone would fill-in over it. The patient had very hard bone. She will extend post-op follow ups to allow for longer healing. So far to date there has not been anything further reported related to this incident.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.